Event description:
It was stated that the customer was hospitalized for hypoglycemia. No blood glucose reading was reported. It was stated that the customer was found in a coma prior to the hospitalization. It was stated that the customer was using the sensor and he did not receive an alarm letting him know that his blood glucose levels were dropping. The sensor had been worn for 24 hours and the reading was fine prior to going to bed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefor, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.